Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 21-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, consumer had essure (fallopian tube occlusion insert) inserted. Consumer experienced procedural pain, gastrointestinal complications, pain during ovulation, abdominal pain, arthralgia, neurological pain, swollen abdomen, cysts (2010/2011), and tingling (hands, feet, legs and arms). She refers to social activities and happiness complaints. She contacted her doctor, visited a gynecologist, rheumatologist and had left fallopian tube removed on (B)(6) 2011. A blood test was performed but no result was provided. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She had her left fallopian tube removed, approximately 2 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, she also had gastrointestinal complications which could be an alternative explanation for the abdominal pain. However, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. Although the exact reason for the left fallopian tube removal was not mentioned, it cannot be excluded that this intervention was required due to essure therefore this case was regarded as incident. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She had her left fallopian tube removed, approximately 2 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, she also had gastrointestinal complications which could be an alternative explanation for the abdominal pain. However, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. Although the exact reason for the left fallopian tube removal was not mentioned, it cannot be excluded that this intervention was required due to essure therefore this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.